Event description:
It was reported that on (B)(6) 2019, a 23mm trifecta gt valve and 29mm epic valve were successfully implanted in a patient as part of a double valve replacement procedure. On (B)(6) 2022, both the 23mm trifecta gt valve and 29mm epic valve were explanted and replaced with unknown size non-abbott devices because of prosthetic valve endocarditis. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of explant of the valve due to endocarditis was reported. The investigation confirmed that there was bacterial endocarditis on the valve. There was adherent vegetations consisting of fibrin and neutrophils intact and degenerating gram positive cocci on the grams stain, consistent with treated endocarditis and there was a reported history of endocarditis. Tissue was missing from cusps 1 and 2. No significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the endocarditis could not be conclusively determined, however it was reported as being unrelated to the valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 17 december 2019, a 23mm trifecta gt valve and 29mm epic valve were successfully implanted in a patient as part of a double valve replacement procedure. On (B)(6) 2022, both the 23mm trifecta gt valve and 29mm epic valve were explanted and replaced with unknown size non-abbott devices because of prosthetic valve endocarditis. No patient consequences were reported. Subsequent to the previously filed report, additional information was received that the 23mm trifecta gt valve and 29mm epic valves that were explanted, were replaced by 23mm non-abbott devices. It was noted that the infection had been confirmed prior to the explant of both of the valves. The cause of the infection remains unknown, but was reported as being unrelated to the 23mm trifecta gt valve and 29mm epic valve.